Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during an unknown procedure, there were malformed clips. The clips didn't stay closed. No more detail available. Unknown how case was completed. There were no adverse consequences for the patient. One device will be discarded.